Manufacturer narrative:
The investigation determined a non-reproducible and higher than expected vitros troponin I es result was obtained from a patient sample processed using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A conclusive assignable cause could not be determined. Based on historical quality control results a vitros tropi es lot 3380 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would suggest there is a potential systemic issue with vitros troponin I es reagent lot 3380. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3380 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Additionally, an instrument issue did not likely contribute to the event as within run precision testing performed by the customer on vitros 5600 integrated system was within ortho acceptable guidelines. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, the customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a single patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Patient sample result of 1.209 ng/ml vs. The expected result of 0.025 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported result and a corrected report was later issued for the sample. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).